Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. A 6f guide catheter was engaged to the lesion. Following predilation, a 2.25x38mm synergy¿ drug-eluting stent was advanced but device would not pass through the guide catheter. The device could only go half way which was approximately 50cm down the guide catheter. It was then noticed that the stent was damaged and snagged inside the catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Middle to distal stent struts were damaged; they were stretched and bunched in parts. The crimped stent od (outer diameter) of the undamaged proximal portion of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a midshaft kink 4cm distal of hypotube/midshaft bond. A guidewire was tracked through the device, entering at the tip and exiting at the port exchange site, no issues or resistances were noted. It was not possible to load device into guide catheter due to stent damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. A 6f guide catheter was engaged to the lesion. Following predilation, a 2.25x38mm synergy¿ drug-eluting stent was advanced but device would not pass through the guide catheter. The device could only go half way which was approximately 50cm down the guide catheter. It was then noticed that the stent was damaged and snagged inside the catheter. The procedure was completed with a different device. No patient complications were reported.